Event description:
: No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation - evaluation a review of the complaint history, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. The complainant returned one flexor ansel guiding sheath in a damaged and used condition. It was confirmed that the entire proximal assembly had separated from the sheath tubing. Two slightly flattened portions were observed on the sheath, likely from the use of hemostats. The flaring was also out of round, but no other damage was observed. Dimensional analysis confirmed that the components were manufactured within the correct specifications and tolerances. The sheath flaring was attempted to be measured using flare gauges. Due to the condition of the sheath flare, however, it could not be adequately measured for the correct specifications or tolerances. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Although it was reported that the separation was observed during insertion and not removal, the customer stated that patient anatomy was heavily calcified. The anatomy could have caused excessive forces on the sheath, which could have resulted in the separation of the tubing and proximal hub during insertion/manipulation of the device. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be established. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information received since the last report was submitted.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an angiogram of the leg involving a male patient of unknown age, the hub of a flexor ansel guiding sheath was found to be not completely intact with the sheath body. The physician was inserting the sheath over an unknown manufacturer's 0.035 wire guide into the patient's body via the groin, after removal of the short sheath, at the time this was observed. The patient's anatomy was noted to be heavily calcified. The physician removed the sheath and another of the same device was used to complete the procedure with no other issues. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.